Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal and distal insulations abraded and the proximal coil fractured at 28.5 cm from the distal tip electrode due to clavicular crush. The proximal insulation was abraded at 13 cm from the distal tip, possibly due to friction with another implanted device. The proximal coil fracture could have caused the reported sensing anomaly.

Event description:
It was reported that the lead exhibited noise and low sensing thresholds of 1.2 mv. It was also noted that the insulation appeared -uncharacteristic- under fluoroscopy. The lead was explanted and replaced.